Event description:
Medtronic received information that 1.5 years post implant of this 31mm bioprosthetic valve, the valve was explanted due to paravalvular regurgitation. The surgeon reported that at explant, the non-coronary leaflet had severe thinning, more pronounced than leaflet fenestrations and in the center there was a pinhole. There was pannus only on the sewing ring and no encroachment. No adverse patient effects were reported.

Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation. Should the product be returned, a follow-up report will be submitted. (B)(4).

Manufacturer narrative:
Investigation conclusion: a device history record review could not be performed as the serial number was not provided. Without the return of the valve for analysis, a root cause cannot be determined. Pannus and paravalvular leak related failure modes are addressed within the instructions for use (IFU).